Manufacturer narrative:
Device evaluation: during evaluation, a breach in the jacket of the device was discovered, 60 cm from the device's bifurcate. Fibers were exposed. Material of jacket wrinkled.

Manufacturer narrative:
Patient date of birth, age, sex and weight not available from facility. Device evaluation is pending.

Event description:
After completion of a vi (vascular intervention) case, it was discovered that the jacket of the turbo elite laser fiber was damaged. It was a very difficult case with heavy calcium. The case was completed with no reported patient injuries. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.